Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken battery tub threads, broken reservoir tube lip and missing o-ring reservoir tube.

Event description:
The customer's mother reported via phone call that the customer's insulin pump had cracks. It was found that after insulin was locked in, there was a little cracked piece that was making the place where the insulin was loose. The customer's blood glucose was unknown. The customer's mother was unaware of how the damage occurred but stated that the damage may have occurred from the insulin pump being bumped and from wear and tear. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.